Event description:
It was reported that the driver tip of the instrument broke off while accessing the pedicle. There were no patient complications reported.

Manufacturer narrative:
(B)(6): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.